Event description:
After a motor vehicle accident, the patient noticed that his implantable neurostimulator (ins) did not work anymore. When the hcp explanted the device, the hcp noticed that the anterior face of the ins was damaged. The device was replaced and therapeutic effective was once again achieved.

Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok. Expected end of device life.

Manufacturer narrative:
(B)(4).